Event description:
Covid-19 vaccine treatment under emergency use authorization(eua): syringe malfunctions - not related to the vaccine product itself, but rather, the syringes provided in the corresponding ancillary kit. Haiou brand needle retractable safety syringe 23g 1" - device would malfunction prior to and during use. FDA safety report ID# (B)(4).